Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Smartphone operating system: 18.5. Smartphone hardware: iphone14.5. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that she was wearing a pod when she sought medical attention at the emergency room (ER) in (B)(6) 024 due to issues related to the product. The pod caused welts, rashes on her skin, which became infected, and she was unable to get her glucose levels down. She was prescribed medication for the infection. The exact dates of the visit and discharge were not provided. Pod wear, lot, and sequence details are unavailable because the event occurred in september 2024, and the patient no longer has the pod or remembers these details.